Event description:
It was reported that stent damage occurred. The 90% stenosed, 2.25x28mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.25x28mm promus element stent was advanced to treat the lesion. However, the stent struts at the tip of the stent were lifted up and the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Promus element, mr, ous 2.25x28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found proximal stent damage. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 2.25x28mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.25x28mm promus element stent was advanced to treat the lesion. However, the stent struts at the tip of the stent were lifted up and the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.